Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that they were reaching out as they have recently had 2 catheters that were defective. When plugged into the generator, they would not register. They tried unplugging and restarting the machine with no luck. It did result in us having to open an additional catheter for each case. They are hoping that they would be able to get replacement catheters. They have saved the 2 defective catheters and can certainly send them back. They have emailed the representative, but no response as of yet.